Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
During a c5-7 anterior cervical discectomy and fusion (acdf) surgery on (B)(6) 2013, the surgeon was unable to get the acf trial spacer handle to release the trial. He made a second attempt with a different trial spacer handle and the opposite thing happened and instrument would not load the trial. Therefore, the surgeon went ahead and put in the implant by using a bone spacer. The surgery was prolonged for approximately 15 to 20 minutes. No adverse effect to the patient was noted and the surgeon was happy with the results. This is 1 of 3 reports for the same event, complaint (B)(4).